Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to inflate was not confirmed due to the condition of the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the mildly calcified left anterior descending (lad) artery the 2.50 x 12 mm trek balloon dilatation catheter (bdc) was inflated once at 8 atmosphere and removed from the anatomy without issue. It was noted that the trek bdc was re-inserted at the lesion and during the second inflation attempt the balloon did not inflate. The device was removed and outside the anatomy blood was noted in the balloon. There was no reported issue with resistance during advancing or removal. There was no reported adverse patient effect. A different bdc and unspecified stent were used successfully in the procedure without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.